Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: allergic reaction requiring medications. Device issue: no device malfunctions has been reported. It was reported that the 3.0 x 15 mm xience v stent was implanted in 2009, and the following day, the pt presented with a diffuse rash. Medication was switched from plavix to ticlid at about 8 days later, and the pt presented with bronchial spasm. The pt is also on aspirin and beta blockers. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - allergic reaction, as noted in the xience v IFU, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. It should be noted that the IFU states that the xience v stent is contraindicated for use in patients with "hypersensitivity or contraindication to everolimus, cobalt chromium, nickel tungsten, acrylic, and fluoro-polymers." Although a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined, there does not appear to be and indication of a lot specific product quality deficiency.